Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer noticed a hole in the tubing causing blood to squirt out on unspecified number of devices. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer noticed a hole in the tubing causing blood to squirt out on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no signs of damage to the tubing or leakage during use as all samples met specifications. In addition, the 30 retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of hole in the tubing causing leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.